Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to the vns generator.

Event description:
It was reported that a patient had a seizure and their generator moved. The patient was referred for surgery to reposition the generator. Per the physician, the surgery is to preclude serious injury. No known surgical intervention has occurred to date. No additional relevant information has been received to date.